Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a fast draining battery causing customer to be unable to test. Due to delivery delay, customer experienced "dizziness", "excessive sweating" and self-treated with "norepinephrine (blood pressure medication)" (dose unspecified) and "farnza", and had contact with a healthcare professional (hcp). The hcp educated customer on how to raise their blood sugar and provided third-party treatment of "glucose injection" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a fast draining battery causing customer to be unable to test. Due to delivery delay, customer experienced "dizziness", "excessive sweating" and self-treated with "norepinephrine (blood pressure medication)" (dose unspecified) and "farnza", and had contact with a healthcare professional (hcp). The hcp educated customer on how to raise their blood sugar and provided third-party treatment of "glucose injection" (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. The reader was visually inspected and observed major damage to usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visually inspected the returned usb charging cable and no damage was observed. Performed load test on the usb charger and results were within specification range. The reader was de-cased and placed into the reader test fixture to download log. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.